Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Returned meter evaluated with no defect found. Returned test strips evaluation indicated "lo" results and black chemistry was observed. Most likely underlying root cause of malfunction: improper storage of test strips.

Event description:
Customer complains of low control solution results. Customer states that he feels physically fine and denies the need for medical attention. The control solution expected results are 32-62mg/dl .verified test strips expire 05/20/2018. Confirmed customer's test strips are being stored properly and opened vial date is (B)(6) 2015. Customer performed a back to back blood test 62mg/dl and 72mg/dl. Reviewed meter memory (B)(6). Customers concern: control solution out of range. No adverse event reported.